Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. Several stents were planned to be placed. Pre-dilatation was performed. Due to the heavy calcification, the vessel could not be stented distal to proximal; therefore, the proximal section was stented first. A 2.5 x 18 mm xience pro stent was placed in the proximal lad and another 2.5 x 18 mm xience pro was placed in the mid lad. Due to the high stenosis, further dilatation was performed. The 2.5 x 15 mm xience pro stent delivery system (sds) was then advanced; however, resistance was noted and the shaft separated outside the anatomy. It is unknown if the resistance was with the heavy calcification, or the previously deployed stents; however, there was no damage noted to the implanted stents. The distal portion was removed with resistance. After removal, it was noted that the stent was not on the sds, and had dislodged near the two implanted xience pro stents. The patient was then transferred to another hospital for coronary artery bypass surgery. It is unknown if the dislodged stent was removed, or remains in the lad. The patient is currently doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: pilot 50, balance middleweight. Guide cath: launcher ebu 3,5. Distal to stent. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA # listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. The reported shaft separation and stent dislodgement were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The reported failure to advance/cross, resistance/difficulty removing the device from the anatomy, and subsequent stent dislodgement likely occurred as a result of the mounted stent implant interacting with the previously deployed stent implant. The reported shaft separation likely occurred as a result of inadvertent mishandling during the procedure as resistance was met. Based on the information reviewed, there is no indication of a product deficiency.